Event description:
Patient was admitted to the hospital. It was reported that the patient is experiencing intense painful stimulation and is bending over from it. The patient had to be intubated and put under anesthesia due to the pain. As patient did not have their vns magnet, a pacemaker magnet was attempted to be use to inhibit stimulation on the generator. The pain did not resolve. It was later noted that the patient had electrical cardioversion performed (unrelated to vns) on him afterwards the painful stimulation began. It was reported that the patient's generator was programmed off. The patient was noted to be doing better with his device programmed off. It was noted that no error messages or issues were observed while interrogating the patient's generator. No additional relevant information has been received to date.

Manufacturer narrative:
B5. Corrected information, initial report: inadvertently did not include information from previous investigations related to the event. H6. Corrected information, initial report: inadvertently did not include conclusion code d12.

Event description:
Previous investigation has revealed that patients can feel intolerability to vns stimulation following cardioversion. A study showed that electrical current from the external defibrillator (cardioversion equipment) can transfer through the generator and leads to the vagus nerve, and the testing showed that the charge density and energy delivered to the nerve from the defibrillation is at levels considerably higher than what the nerve experiences with vns therapy (even at maximal vns settings). With this, it is concluded that the nerve experiences temporary sensitivity or damage, leading to stimulation-related adverse events. No further relevant information has been received to date.